Manufacturer narrative:
Follow up 09-sep-2016: the follow up attempts have been completed, without response to date. Quality safety evaluation received on 09-sep-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and had to have a hysterectomy. This event is serious due to medical importance and listed in the reference safety information for essure. Despite the lack of details provided (surgery's indication was not informed), hysterectomy may be required if device removal is necessary. Thus, causality with suspect insert cannot be excluded and therefore this case is regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Event description:
This is a spontaneous case report received from a consumer in united states on 16-aug-2016 which refers to another female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted.the reporter stated the nurse of clinic had essure inserted but she then had to have a hysterectomy. Follow up 09-sep-2016: the follow up attempts have been completed, without response to date. Quality safety evaluation received on 09-sep-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint.there was no event reported which indicates a new technical failure mode for the device.as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable.no specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment:this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and had to have a hysterectomy.this event is serious due to medical importance and listed in the reference safety information for essure.despite the lack of details provided (surgery's indication was not informed), hysterectomy may be required if device removal is necessary. Thus, causality with suspect insert cannot be excluded and therefore this case is regarded as incident.according to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.